Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. A single leaflet device attachment (slda) occurred with the first clip. The posterior leaflet was detached. It was noted that the implanted clip was hit with a second clip that was being implanted, which caused the slda. The second clip and an additional clip was used for stabilization. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported device damaged by another device (dislodged) appears to be user technique. The reported slda is a cascading effect of the reported device damaged by another device (dislodged). The reported multiple medical intervention was the result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.